Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was still in the box.

Manufacturer narrative:
Final analysis found the device exhibited and radio frequency telemetry anomaly due to a software anomaly.